Manufacturer narrative:
The onestep CPR electrodes (lot 2319b) were returned to zoll medical corporation for evaluation. The condition of the electrode pads received compromised a full investigation as they could not be fully separated. The electrodes were stuck together, upon partial separation an ECG monitoring electrode was stuck to the defib electrode. It could not be determined if the ECG electrode became stuck prior to, during or after application to the patient. A visual inspection found no signs of defects on the electrodes. Due to the condition of the electrodes, retain sample testing was performed on the lot number involved. The sample electrodes resulted in no faults found and concluded that the retained pair of electrodes were assembled according to specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the pads will not adhere to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.